Event description:
It was reported that two different tandem charging cables were damaged, and customer was unable to use them to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by replacing the damaged charging cables.